Event description:
It was reported on 19 may 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), prolapsed posterior and flail leaflet for a mitraclip procedure. During the procedure, the grippers were entangled with chordae. Troubleshooting was performed and was unsuccessful. As a result, the clip was deployed on the chordae along with leaflets. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.